Event description:
The proximal head of a vas3 screw detached from the threaded portion, which remains in the pt's bone. Implants have not been removed.

Manufacturer narrative:
Device currently remains in the pt. Synthes is unable to determine the manufacture site or the manufacture date without a lot number. Synthes is unable to determine the 510(k)# without a part number. No investigation could be performed, no conclusion could be drawn as no device was returned.